Manufacturer narrative:
Based on the available info, we are unable to determine if the device caused or contributed to the event, it should be noted no sample was returned and no product identifiers were provided. The risk documentation lists the potential of adhesions/granulomas as a possible effect with tissue encapsulation based on pt's physiologic reaction or if the physician does not remove excess material. The IFU cautions that excess material should be removed. Avitine's IFU precaution statements include: "only that amount of avitene (mch) necessary to produce hemostasis should be used. After several mins, excess material should be removed; this is usually possible w/o the reinitiating of active bleeding. It should also be noted that at a 19 yr f/u, the pt was alive and well, was off of medication and was free of seizures. Refer to medwatch 1213643-2010-00528 and 1213643-2010-00529 for the two other pts referenced in this article.

Event description:
Info obtained from journal article: at (B)(6), pt developed complex partial seizures. The pt had CT scan; revealed a partially calcified and cystic right temporal lobe mass (2.5 cm). When pt was (B)(6), developed seizures that were refractory to meds. Mr study found lesion had increased. Pt had a selective anterolateral temporal lobectomy. Hemostasis was achieved by bipolar cautery and the use of mch/avitene. After irrigation of tumor bed, only adherent mch remained. The pt's seizures ceased immediate post-op. Six weeks after surgery, the pt's seizure auras returned, and 2 generalized seizures occurred. F/u head CT revealed a possible subarachnoid tumor expansion, and recurrent lesion in resection cavity. The pt underwent surgical re-exploration for biopsy sampling. During surgery, the md found a swollen and firm cavity with pockets of fluid. Biopsy of the walls of the cavity sent for pathological review. Microscopy revealed necrotizing granulomatous inflammation. Acellular, fibrillary, eosinophilic foreign material was surrounded by a palisade of epitheloid macrophages (embedded in dense connective tissue with a mixed infiltrate of neutrophils, plasma cells, lymphocytes, and multinucleated giant cells). Twenty one months later-pt developed back pain, leg pain, and right side foot drop. Papilledema noted on exam and mr image showed hydrocephalus that was thought to be due to the pt's previous disease. A ventriculoperitoneal shunt was placed. Pt rec'd craniospinal radiation and chemo. Stopped after one treatment due to weight loss and anorexia. Pt improved - last f/u at age (B)(6) doing well and off medication and free of seizures.